Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure, the device was not sensing or pacing. As it was suspected the leads were reversed in the header, a revision procedure was scheduled. During the procedure, the lead reversal was confirmed and corrected. No adverse patient effects were reported.